Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
Related manufacturer reference number: 2017865-2021-32659, related manufacturer reference number: 2017865-2021-32660. It was reported that the patient presented in clinic. Incision site inspection revealed that the patient had developed and infection and the wound did not heal properly. The pacemaker and two leads were explanted. The patient was table post procedure.